Manufacturer narrative:
Investigation included a review of device data and user counseling. Investigation of this case revealed user management factors related to treatment of lows. It was concluded that the cause of hypoglycemia/hyperglycemia was unclear and that correct low glucose treatment protocol was reinforced with the user. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced fluctuating glucose readings after dinner while using the ilet bionic pancreas with a g7 sensor, reaching approximately 50 mg/dl and 336mg/dl, and was treating with glucose tablets and gel and ilet corrective algorythm; user education was provided on appropriate hypoglycemia treatment to avoid overtreatment, and a device data report was reviewed. Symptoms included hypoglycemia/hyperglycemia. Outcomes included temporary impairment with no hospitalization reported.